Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after three years, a filter strut was identified in the right ventricle and subsequently after three months, the patient experienced a left-sided pleuritic chest pain. The filter retrieval attempts were performed which revealed that filter apex in the superior portion with legs outside of ivc lumen and several detached legs. Due to detachment of struts the retrieval attempt was not performed. Approximately after eight days, the filter removal via open abdominal procedure was performed where the filter fragments were retrieved one by one and a segment of the ivc wall was removed to completely remove the top of the filter. Fluoroscopy done at this time demonstrated small fragment of the filter was embedded posteriorly onto the spine which is not removed. Subsequently, after six days, the patient underwent an open heart procedure for removal of the detached filter strut and a follow-up chest CT demonstrated a sizable retroperitoneal hematoma. Therefore, the investigation is confirmed for limb detachment, filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter detached, perforated, tilted and embedded in the wall of the ivc. The filter was difficult to be removed and required an open abdominal procedure for retrieval and also an open heart procedure for removal of the detached filter strut. It was further reported that one strut was present in the intra-ventricular septum of the heart. The current status of the patient is unknown.